Event description:
A customer in (B)(6) reported to biomérieux a misidentified ocular sample of streptococcus pneumoniae, as kocuria kristinae in association with the vitek® 2 gp ID test kit. Testing with vitek® 2 gp identified kocuria kristinae twice and once as low reactive biopattern . The customer presumed the isolate to be streptococcus species, so an ast (antimicrobial susceptibility test) was performed identifying streptococcus pneumoniae. The customer sent the isolate to another lab for confirmation testing (maldi-toff method), and the identification was streptococcus pneumoniae. The customer reported there was a delay in reporting results of at least 4 days, patient results were not affected, no wrong result was reported to a physician, and there was no impact to patient treatment. An internal biomérieux investigation has been initiated.

Manufacturer narrative:
A customer in (B)(6) reported to biomérieux a misidentified ocular sample of streptococcus pneumoniae, as kocuria kristinae in association with the vitek® 2 gp test kit. The customer submitted the strains and gp cards for evaluation. An internal investigation was performed. The reference method (sequencing full 16s) was performed to determine the intended result, which obtained a very good identification to streptococcus pneumoniae for both strains (s1 and s2). The vitek® 2 gp cards (v7.01) were tested with the customer lot (2420157103) and a random lot (42399410) with cba subcultures. S1 results: very good identification to the species streptococcus pneumoniae 95% on both customer and random card lots. S2 results: an unidentified organism on both customer and random card lots. Strain 1 was well identified with in-house testing. Strain 2 was unidentified. The profile study showed a low reactive biopattern on gn cards with 11 tests against the species streptococcus pneumoniae (cl) in house. The customer's identification result of kocuria rosea was not reproduced. The investigation concluded the vitek® 2 gp performed as intended when testing strain 1, and strain 2 has an atypical biochemical profile.